Event description:
On august 11, 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor (B)(6) was tested in-house, and a qc revealed a loss of chemical performance, which confirms the complaint in-vitro. In-vivo data also confirms the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor due to performance failure indicated by msp values below the established threshold, and the system's self-test functions are working normally. Msp failures were investigated in rep-1639, which determined the root cause of these failures to be sensor's hydrogel oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint.